Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture and keypad was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she entered the water with her insulin pump and it worked fine then, she entered the water a second time with her insulin pump and the notification light started to flash red and the insulin pump no longer worked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case behind the device at the battery compartment and cracked battery tube threads. Device passed the self test. No missing segments or partial display or unresponsive keypad noted. However, drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to moisture damage on the electronic assembly. Traces of moisture damage on the motor assembly noted. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting error alarms. No moisture damage on keypad assembly noted during visual inspection.